Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately beginning of july.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.